Event description:
It was reported that the 7900 system monitor would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and touch screen were replaced during the service call.